Event description:
The MFR received info alleging a ¿service required¿ alarm condition occurred while a ventilator was in use. The pt was reportedly placed on another device. There was no pt harm or injury reported. During the eval of the device at the MFR¿s service center, a ¿service required¿ code was found in the ventilator¿s downloaded error log. The logged service required code indicated a sensor issue that could potentially cause the device to monitor and display data incorrectly. The device¿s sensor board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm appropriately for the ¿service required¿ condition.